Event description:
On (B)(6) 2026, a certified diabetes care and education specialist (cdces) notified insulet that a patient had been hospitalized for diabetic ketoacidosis (dka). The cdces reported that the patient was using a privately purchased controller not supplied by insulet. Internal records show that insulet shipped a replacement omnipod 5 controller in september 2025. The cdces stated that the patient had enabled the pod shut-off feature, resulting in the loss of approximately seven pods, though the activation mechanism was unclear. The patient had also been using a dexcom g6 10-day sensor in automated mode, which is off-label for the omnipod 5 system. The patient is currently between endocrinologists and being managed by a primary care provider. Insulet completed three good-faith outreach attempts with no response, and the case was closed per procedure. No additional clinical information such as glucose values, alarms, pod status, or pre-hospital symptoms, was obtainable.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.